Manufacturer narrative:
Patient date of birth unavailable. Patient weight unavailable.

Event description:
A lead extraction procedure commenced to remove two leads: a right atrial (ra) lead and a right ventricular (rv) lead due to bacteremia. A lead locking device (lld) was inserted into each lead to use as traction. Using a spectranetics 12f glidelight device, the physician attempted extraction of the ra lead first. Resistance was encountered immediately in the subclavian region. The physician then turned attention to removal of the rv lead where he met stalled progression and chose to use a spectranetics 11f tightrail device, with subsequent successful removal of the rv lead with no complication. Returning to the ra lead with use of the 11f tightrail device, progress was made 3/4 of the way down the lead but could not stay coaxial. The physician then chose to use a spectranetics 16f glidelight device and successful removal of the ra lead was achieved. The patient''s blood pressure remained steady for at least two minutes. However, the blood pressure then dropped significantly and rescue efforts began immediately, including rescue device and sternotomy. A tear in the superior vena cava/right atrial junction (svc/ra junction) was discovered. The surgeon attempted to repair the injury; however the patient's tissues were reportedly very thin. Despite efforts, the patient did not survive. There was no reported malfunction of any spectranetics devices in use during the procedure.